Event description:
During procedure: surgeon performing trochanteric routing to clear out the lateral aspect of the superior femur neck when the router broke -s-rom pilot ii- approx 3 inches stainless steel- within the medullary canal of the femur. Attempts to retrieve the stem of router from the canal were unsuccessful- other options for removal would have significantly weakened the pt's femur. Surgeon determined it was in the best interest of the pt to leave the stem in the medullary canal because it would not impede placement of the prosthetic stem and it was a sterile device. Surgery then proceeded as planned. Diagnosis or reason for use: routing device - cone reamer.